Event description:
It was reported that a spectrum iq pump had undetected upstream occlusion during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H3, h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction: b5 - it was reported that a spectrum pump also failed to detect a downstream occlusion during testing. Corrected information e1 initial reporter first name:(B)(6). Corrected information g4 PMA/510k # or bla #: k220417. Should additional relevant information become available, a supplemental report will be submitted.